Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for the valve dislodged off the delivery system balloon and subsequent unspecified vascular injury was confirmed empirically through the provided imagery (standalone crimped valve). As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, and/or complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As per event description, ''they continued to try to advance with no luck, the ii was brought down and showed that the valve was stuck and the delivery system was coiling up on itself and kinked. They tried to remove the entire delivery system and sheath together to maintain the valve in the sheath. However, upon sheath removal the valve stripped off the balloon and was lodged in the common femoral artery.'' In this case, the sheath was punctured and valve struts at the outflow were bent. It is possible that the interaction between the crimped valve and sheath shaft at the punctured site caused the crimped valve to be dislodged from the balloon during device removal. Additionally, the provided imagery revealed tortuosity in the access vessels. Tortuosity in the access vessels can create suboptimal angles, further increase the chances for the crimped valve to be interacted with the sheath when attempting to pull the device back through the side of the sheath (puncture location). As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive manipulation, non-coaxial withdrawal with bent struts) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective nor preventative actions (pra) are required.

Manufacturer narrative:
This is one of three reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-16721. The investigation is ongoing. H3 other text : the device was not returned for evaluation.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra resilia valve, the 14f esheath plus went up with no troubles at all. The physician tried to advance the 26 mm commander delivery system and the valve with a great deal of resistance. It started to move a bit more proximal with a little backwards tension and removal of the sheath. They continued to try to advance with no luck, and showed that the valve was stuck and the delivery system was coiling up on itself and kinked. They tried to remove the entire delivery system and sheath together to maintain the valve in the sheath. However, upon sheath removal the valve stripped off the balloon and was lodged in the common femoral artery. They maintained wire position and tried many ways to pull the valve back lower to grab with kellys. There was no luck, the vascular surgeon scrubbed in. They inserted a coda balloon into the distal aorta to maintain blood pressure as the valve was carefully removed from the artery and the artery repaired with a 10 mm dacron graft. After repair a runoff was performed which showed a clot at the popliteal artery. The ic performed angiojet and was able to reestablish flow downstream. The case was aborted and no valve was implanted. The patient was stable and taken off the table. Per additional information received from the fcs the patient expired. Per the fcs, after removal it was noted the sheath was damaged and the valve struts were bent. The kink on the commander was within the first 20 cm. The valve never exited the tip of the sheath. There was no abnormalities noted with the sheath prior to use. The expansion tool was used and the fcs believes the loader was able to be fully inserted into the sheath/sheath housing. The sheath angle didn't appear to be steep but the scrub techs said it was more of a vertical stick. The delivery system was at the sheath housing and partially expandable portion when resistance was noted.